Event description:
It was reported that the customer was hospitalized for high bgs and dka two days ago. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test passed within specifications. Instructed customer to change the infusion set and site, and use manual injections as per md protocol.